Manufacturer narrative:
The reported field event of high impedance and difficulty tightening the setscrew was confirmed in the laboratory. Electrical testing found no abnormalities and analysis found that the wrenches were not being inserted correctly into the setscrew set. The cause of the high impedance was found to be caused by the setscrew not being properly tightened and the cause of the difficulty in tightening the setscrew was caused by incorrect user's use of the wrench.

Event description:
Additional information received notes that a set screw anomaly was also observed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during procedure, the lead had difficulty being screwed into the pacemaker. Upon inserting the lead, the impedance was high and out of range. There were no issues with the lead when re-tested with a pacing system analyzer. The device was replaced and the lead tested within normal limits. The patient was stable after the procedure.